Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, a medical professional noted the patient¿s left breast was hard and sat lower than the right breast. Hardening of the breast is consistent with capsular contracture; however, no baker grade rating was provided. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-04345 for the contralateral event.

Manufacturer narrative:
On may 04, 2022, the mentor analysis lab received the suspect medical device for evaluation. Information received with the device provided an updated date of explantation of april 18, 2022. The appropriate fields have been filled. On may 20, 2022, mentor completed the device evaluation. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).